Event description:
It was reported that the ventilator switched off while being used on battery. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Unfortunately no more information was provided about how the problem was solved or if any part was replaced. The device¿s logs were not available for further analysis. Therefore the cause of the claimed issue in this customer product complaint has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).